Event description:
It was reported that the customer had high blood glucose levels of 250 mg/dl. The customer reported that the insulin pump alarmed no delivery during manual prime. Troubleshooting was done. The customer was advised to push insulin slowly with a plunger. The customer reported that insulin did not exit. The customer was advised to try a new reservoir. The customer reported that changing the reservoir resolved the issue. It was reported that the reservoir of the insulin of the insulin pump was occluded. No additional information was provided.

Manufacturer narrative:
Inspected reservoir, snap-cap and septum for anomalies none were found. Performed occlusion test per specifications, reservoir filled and connected to new infusion set. Installed reservoir and connector into insulin pump and performed infusion set. Installed reservoir and connector to insulin pump and performed catheter tip. Reservoir not occluded.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).